Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer indicated that reservoir partially filled and then no delivery alarm occurred. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. No further information was given as the call got dropped.